Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer had 3 runs with positives for rotavirus, which couldn't be confirmed with elisa. Patient samples were included but no patient impact was reported. The following information was provided by the initial reporter: the customer is validating a new bd max for evp. Customer had 3 runs with positives for rotavirus, which they couldn't confirm with elisa; the customer felt the curves looked weird and doesn't trust the bd max results. (B)(6); runs 5, 7 and 8 - run 5 only control samples; run 7 and 8 contained patient samples. Customer was critical in checking the curves due to the validation procedure they are in with a new bd max. (B)(6) : the customer complained that they have non-sigmoidal curves for rotavirus. The customer started validation for norovirus. Weird rota curves were an incidental finding. The positivity rate for rotavirus is 57,14%. Run 5: a1 pos bd max and elisa. A2 customer doesn´t trust the result for rotavirus. A4 customer doesn´t trust the result for rotavirus. Very weird curve. Run 7: a3 pos bd max and neg elisa. A4 pos bd max and neg elisa. Customer doesn´t trust the result for rotavirus. Very weird curves. Run 8: a6 pos bd max and elisa. A7 customer doesn´t trust the result for rotavirus. A8 customer doesn´t trust the result for rotavirus.

Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer had 3 runs with positives for rotavirus, which couldn't be confirmed with elisa. Patient samples were included but no patient impact was reported. The following information was provided by the initial reporter: the customer is validating a new bd max for evp. Customer had 3 runs with positives for rotavirus, which they couldn't confirm with elisa; the customer felt the curves looked weird and doesn't trust the bd max results. Pir3006732; runs 5, 7 and 8 - run 5 only control samples; run 7 and 8 contained patient samples. Customer was critical in checking the curves due to the validation procedure they are in with a new bd max. Pir3006732 : the customer complained that they have non-sigmoidal curves for rotavirus. The customer started validation for norovirus. Weird rota curves were an incidental finding. The positivity rate for rotavirus is 57,14%. Run 5: a1 pos bd max and elisa. A2 customer doesn´t trust the result for rotavirus. A4 customer doesn´t trust the result for rotavirus. Very weird curve. Run 7: a3 pos bd max and neg elisa. A4 pos bd max and neg elisa. Customer doesn´t trust the result for rotavirus. Very weird curves. Run 8: a6 pos bd max and elisa. A7 customer doesn´t trust the result for rotavirus. A8 customer doesn´t trust the result for rotavirus.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives" on three validation runs for rotavirus while running the enteric viral panel assay. Service analyzed customer run data which revealed that instances of false positive results were ran in lanes which were in close proximity to high concentration positive samples which presented with saturation of the pcr signal. These low-level false positives are likely due to contamination from those high positive samples. Service confirms that the fam (475/520) optical channel, where the rota target is detected, is operating within bd specifications. This complaint is unconfirmed as the complaint alludes to a contamination issue and the instrument is operating to bd specifications. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument ct2660 is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct2660, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.